Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no serious patient harm or injury that occurred or was reported. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an operational check was performed and a ventilator service required alarm sounded. The error log was checked and an error code related to the oxygen blending module was found. Err_obm_accy_urgent_service is potentially a failure of the oxygen blending module, which may impact therapy (delivery of o2). The oxygen blending module board was replaced to address the issue.